Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 23 march 2020: lot 174554: (B)(4) items manufactured and released on 10-nov-2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 2 years after primary cemented tka the tibial component became loose and needed replacement. Radiographic images provided show the detachment of tibal component from the cement. The images supplied are taken before revision and the tibial component appears to be in a suboptimal position. History is not available, so we cannot verify if this position was chosen at index surgery, for unknown reason, or has intervened since. Also, we do not know the influence of the suboptimal position of the component on its subsequent loosening. Furthermore, no cement remained attached to the explanted baseplate. Several variables can influence the cementation process such as temperature (of the implant and of the room), time of insertion, presence of liquids, possible accidents during cement transportation or storage (e.g. Temporary temperature increase), and other possibilities not related to the implant. The reason of this event cannot be determined. Preliminary investigation performed by r&d kne manager: causes for subsidence are not known. Detachment from cement can be one of them but could be also a consequence of suboptimal positioning of the implant. Looking at the picture of the explanted component, no residual cement can be seen on the distal surface of the tibia tray. This is common findings on explanted components also when the cause for revision is not subsidence or loosening, so it is not an evidence of poor interdigitation between cement and implant. Supposing that detachment was the cause for subsidence, many factors (such as bone quality reduction, osteolysis, traumatic event, time of insertion, presence of liquids, storage / transportation condition) could had played a role during time in reducing performances of interdigitation between implant and cement.

Event description:
The patient came in reporting pain due to mobilization and subsidence of tibial tray 1 year and 11 months from the primary surgery. The cause of the tibial mobilization is unknown. The surgeon removed the tibia and the insert, and implanted a revision tibia with stem and augments and implanted a new insert. The surgery was completed successfully.